Event description:
Two weeks after implant, it was discovered that some screws had "loosened". The pt experienced radiculagia and leg pain. There was a revision surgery done in 2003 to remove and replace device.